Manufacturer narrative:
Please retract this report 2017865-2013-04919. The same issue was reported as 2017865-2013-04802.

Event description:
It was reported that the pulse generator was not capturing the pacing pulses. The output was changed but still it was not capturing. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. User facility analysis was normal. No anomalies were found.